Event description:
It was reported that during a percutaneous coronary intervention, the rotawire guide wire broke. The lesion being treated was located in the mid right coronary artery. The first pass was successfully completed with a 1.5mm burr. Then, a 2.0mm burr was being prepped for use, and was run at 200,000 rpms when the rotawire guide wire separated. This occurred outside of the patient's body, and there were no patient complications reported. The procedure was completed with another of the same devices, and patient status was reported as 'good'.